Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found on returned meter and test strips. Most likely underlying root cause of malfunction: user's test strip had a poor fill. Manufacturer contacted customer with follow phone calls on (B)(6) 2016 to ensure the customer was no longer experiencing symptoms, the customer disclosed that was well and has not needed medical attention since the initial phone call;customer is satisfied with the new product replacement glucose reading.

Event description:
The customer's daughter-in-law is calling complaining of customer's meter low results. Customer states is experiencing low blood sugar. The customer's expected blood result is 120mg/dl-150mg/dl fasting. Verified the strips expire 12/21/2016. Customer confirms the strips have been properly stored and were first opened (B)(6) 2016. Reviewed meter memory: 92mg/dl (B)(6) 2016 03:04:00 pm fasting:yes; 29mg/dl (B)(6) 2016 08:59:00 am fasting:yes; 35mg/dl (B)(6) 2016 09:21:00 pm fasting:yes. The customer is concerned about the result of 29 mg/dl on (B)(6) 2016 at 8:59 am. The customer states had not eaten anything and was experiencing symptoms of low blood sugar at that time. The customer did call the ambulance and when they came and test the blood sugar with their meter it read 64 mg/dl which was about 30 minutes later. The customer was not given any medication for diabetes and advice to eat something and the visit finished.